Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 163668, 32mm mod head cocr -3mm neck, lot # 000530; item # unk, shell, lot # unk; item # ep-105933, epoly 32mm rlc lnr mrom sz23, lot # 322980.

Event description:
It was reported that approximately 6 weeks post implantation, patient had presented with an avulsion fracture of the greater trochanter. This was treated conservatively. Attempts have been made and no further information has been provided.